Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon deflation issue occurred. A 33/7/2/100mm equalizer balloon catheter was advanced and inflated for dilatation. However, the balloon could not be deflated despite several attempts using a syringe. Subsequently, negative pressure was applied several times but the balloon still failed to deflate. After a while, negative pressure was again applied and the balloon was deflated. The procedure was completed and no patient complications reported. The physician noted that it seemed the inflation lumen got blocked.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The balloon was carefully inspected and it did not show visual defects, it was in good condition. No more damages were found in the returned device. The balloon was inflated and no issues was noted. Also, the balloon was able to deflate without issues. No occlusion was noted.

Event description:
It was reported that balloon deflation issue occurred. A 33/7/2/100mm equalizer balloon catheter was advanced and inflated for dilatation. However, the balloon could not be deflated despite several attempts using a syringe. Subsequently, negative pressure was applied several times but the balloon still failed to deflate. After a while, negative pressure was again applied and the balloon was deflated. The procedure was completed and no patient complications reported. The physician noted that it seemed the inflation lumen got blocked.